Event description:
It was reported that while using bd lsrfortessa¿ sheath under pressure sprayed outside of instrument. The following information was provided by the initial reporter: cause code 2 was selected as leaking. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes. 3. Was there spray of fluid under pressure? Yes. 4. What was the fluid that leaked? Sheath. 5. What is the source of leak -- waste line or non-waste line? Non-waste, just sheath. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
After further review MFR#(B)(4). Is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd lsrfortessa¿ sheath under pressure sprayed outside of instrument. The following information was provided by the initial reporter: cause code 2 was selected as leaking. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? Yes. What was the fluid that leaked? Sheath. What is the source of leak -- waste line or non-waste line? Non-waste, just sheath. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.